Event description:
The iab was defective. This was the only info at the time of the report. The iab was returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unk - rpt'd 4/1/97. Pt current status: unk - rpt'd 4/1/97.

Manufacturer narrative:
Evaluation: this is a duplicate to a report previously submitted to datascope.